Event description:
Additional information received reported that the device battery voltage rebounded to 2.85 volts. It was unclear if the replaced extension had had an open circuit, a short circuit, or both. An elective replacement indicator (eri) was reported and could not be cleared. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_ext lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3387-40 lot# j0205059v, implanted: 2002 (B)(6), product type lead product ID, 3387-40 lot# j0320163v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the extension was broken.

Manufacturer narrative:
(B)(4): analysis of the extension (serial# (B)(4)) revealed the #3 conductor was broken in the proximal connector pin near the molded rubber and the #3 conductor shorted to the #0 conductor where the #3 conductor was broken.

Event description:
Additional information received reported the patient was going to monitor his battery status with the patient programmer. It was noted that the eri message would continue to appear on the programmer even though the device was at 2.86 volts. It was also noted that the previous short circuit had triggered eri. The patient understood the battery was operating well and didn't need to be replaced. The patient had returned to therapeutic baseline.

Event description:
It was reported that there were high impedances. It was stated that the impedance values for case and three, and zero and three were >10,000 ohms. It was noted that the patient's patient programmer "showed an estimated replacement indicator, but also giving a battery voltage of 2.86 volts." It was stated that it looked like there was an open circuit. It was noted that the patient had his battery replaced (B)(6), and that since then, that patient experienced "little jolts" and return of symptoms. It was stated that the patient's symptoms recently became "really bad" and the loss of therapy was "more persistent." It was stated that the patient had his right extension replaced due to the high impedances/open circuit that lead to the loss of therapeutic benefit. It was reported that after the revision, all impedance readings were found to be in a normal range. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.